Manufacturer narrative:
Pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. The no delivery alarm functioned properly. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had minor scratched lcd window.

Event description:
Customer reported via phone call to have high blood glucose of 500 mg/dl, which was treated with manual injection. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Insulin pump did not pass high pressure test. Customer was advised that insulin pump would need to be replaced.